Manufacturer narrative:
The suspected product was returned for evaluation. Visual inspection and functional testing was carried out. Event history log was reviewed. Pump power up test and latch lock test failed. The reported problem was confirmed. The probable cause of the reported problem is defective latch/lock sensor. Replaced latch/lock sensor. All functional test of the device passed after repaired.

Event description:
Upon investigation of a cadd solis hpca pump, a defective latch/ lock sensor was found which confirms the initial reported event. This will trigger a high priority alarm and will stop the ongoing infusion if it were to recur. There was no patient involvement, and no patient harm reported.